Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needs an MRI for a surgical procedure. An impedance test was taken and contact 3 was high (>40,000) and contact 10 high (5,000). Unknown if any factors contributed to the issue as the reading was not high in may. Unknown if any diagnostics/troubleshooting or actions/interventions were taken. The issue is not resolved. No symptoms reported.